Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced urinary retention on the same day of the implant procedure. A foley catheter was placed and left for one day, and the event was resolved. However, some time later, the patient reported redness and irritation in the scrotum. No additional information was provided.